Event description:
A neuron 070 guide catheter was advanced into the left distal cervical ica. A 026 reperfusion catheter was advanced into the guide catheter. However, a significant kink was present at the level of the aortic arch which prohibited advancement of the microcatheter. The guide catheter and microcatheter were removed. A neuron 053 guide catheter was advanced into the distal cervical left ica. Utilizing road map technique, a 026 reperfusion catheter was advanced into the left mca over a 0.014 guidewire and subsequently into the anterior division. No apparent patient injury resulted from the kink.

Manufacturer narrative:
This incident was discovered by the penumbra clinical team while visiting a clinical trial site. The incident was never reported to penumbra. The device involved was a neuron 070 from a lot involved in the recall (z-0001-2010). The incident occurred before the recall was initiated. The incident did not result in any injury to the patient. Penumbra completed the recall as of 23dec09. The DHR of this manufacturing lot has been reviewed. Per FDA guidance on 28aug09, catheter kinks are reportable incidents. A review of the device history record (DHR) was completed on part #1626-02.b, (lot #l14102). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. All parts that failed inspections have been rejected and all parts released met specifications. The parts released in this lot met process requirement. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. (B)(4).